Event description:
It was reported that this patient underwent a device change out procedure in which this right atrial (ra) lead was suspected to have been switched in this device header. Loss of capture (loc) occurred. Then, this pacemaker dependent patient entered atrial fibrillation (af) and as the ra lead was in the rv (right ventricular) port of the device, pacing inhibition occurred. A temporary lead was placed. This patient underwent a second procedure in which the leads were placed into the correct ports. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). No device details are available. Received voluntary anonymous medwatch report, mw5148892.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.